Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cell module 2, likely attributed to failed component(s) or mishandling such as a drop. Visual inspection of the returned autopulse platform showed no physical damage. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test indicated that load cell module 2 was over-reporting, and it was replaced to remedy the fault. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The customer replaced the lifeband to troubleshoot the issue, but the ua07 advisory message persisted. No patient involvement.